Event description:
It was reported that a patient presented with incorrect measurement of battery longevity due to intermittent relaxation/overshoot. The physician elected to explant and replace the pacemaker. The patient condition was not known.

Manufacturer narrative:
The reported event of premature discharge of battery/battery problem was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Device image indicated that auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical analysis performed under nominal settings found normal interrogation results. Additionally, battery assessment at various pulse amplitudes measured normal current levels and no indication of premature depletion detected. Longevity assessment was performed based on field settings, and the device exceeded projected longevity indicating normal battery depletion.